Event description:
New information received states the physician reported during autopsy the rv and atrial leads both showed insulation damage in the same area.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the hospital after a cardiac arrest, resolved by external shock. Interrogation revealed possible hv lead damage. Low hv impedance was observed. Patient transferred to ICU with tachy therapy disabled. Diagnostics revealed 4 vt/vf episodes. The first episodes showed that vf detection occurred and a 36j shock was delivered but sinus rhythm was not restored. No further charges were noted. Patient later expired.